Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned and investigated. The reported shaft bend resulting in difficulty positioning the device and the reported clip arm jumping was confirmed during returned device analysis. Additionally, a bend actuator mandrel was observed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation determined that the reported cds shaft bend resulting in difficulty positioning the device appears to be related to the observed bent actuator mandrel; however, a definitive cause for the bent actuator mandrel could not be determined. Additionally, a definitive cause for the reported clip jumping could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
This is filed to report the difficulty steering the device and the clip jumping. It was reported that this was a mitraclip procedure to treat grade 3 functional mitral regurgitation (mr). Steering of the clip delivery system (cds) in the left atrium was difficult. When the cds was advanced into the left ventricle and opened, the clip jumped lateral and there was approximately a 30 to 40 degree curve in the shaft of the cds. It was decided to remove the cds and abort the procedure. Mr remained unchanged. There was no adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.